Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Thr revision. As you will see from the x-ray, the cup had spun but the surgeon was also concerned about potential of metalosis. Surgeon said main reason for revision was for metallosis. When asked if the surgeon would have performed a revision on said patient had the cup been fixed appropriately and in the right position, he said he thinks so. He said patient was experiencing a lot of pain and he puts this down to the metallosis between head and trunnion. Cup spinning was noticed via x-ray. Stem metallosis/trunionosis was noticed intra op as shown in pictures. The femoral head is one of the potentially affected heads as noted on this years lfit hazard.

Manufacturer narrative:
An event regarding impingement involving a trident liner was reported. The reported event was confirmed based on review of medical records. Method & results: product evaluation and results: material analysis was performed and concluded that "[...]burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Additionally, damage was observed on the distal rim of the insert consistent with impingement. [...] "Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as operative reports and serial x-rays are required. However, the provided x-ray confirms acetabular loosening. Product history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: the reported event was confirmed. A review of the provided x-ray by the consulting clinician confirms acetabular loosening which could have resulted in the impingement of the liner. Material analysis was performed and concluded that "[...]burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Additionally, damage was observed on the distal rim of the insert consistent with impingement. [...] "Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Further information such as serial x-rays and operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Thr revision. As you will see from the x-ray, the cup had spun but the surgeon was also concerned about potential of metalosis. Surgeon said main reason for revision was for metalosis. When asked if the surgeon would have performed a revision on said patient had the cup been fixed appropriately and in the right position, he said he thinks so. He said patient was experiencing a lot of pain and he puts this down to the metalosis between head and trunion. Cup spinning was noticed via x-ray. Stem metalosis/trunionosis was noticed intra op as shown in pictures. The femoral head is one of the potentially affected heads as noted on this years lfit hazard.